Event description:
The customer reported no image during set up / inspection for use (before patient in room) involving an olympus ultrasonic bronchofibervideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.